Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open and weeping skin irritation. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised using an over-the-counter cream for the wound. Follow up indicated that the wound improved.